Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned sample indicates spring wire guide/dilator resistance - kinked.

Event description:
It was reported that "the guidwire was in place and then the dilator did not go over the wire. They put the cvc over the wire and placed the cvc and that went well. Then they removed the guidwire from the cvc. Afte this procedure they have tried to push the dilator over the wire again. (Out of sight of the patient)".

Manufacturer narrative:
(B)(4). The customer returned one dilator and a spring wire guide (swg) for evaluation. Visual examination revealed two kinks in the swg. The dilator contained indentations and scratch-like deformities in the dilator body. No dimensional issues were found with the dilator or swg. The returned swg was unable to pass through the returned dilator. Resistance was encountered when the wire reached the spot of deformation in the dilator. The dilator was cross-sectioned at the point of deformity and it was confirmed that the dilator contained a slight divot. A manual tug test on the guide wire confirmed both the proximal and distal welds are fully intact. A device history record (DHR) review was performed with no relevant findings. The instructions for use (IFU) provided with this kit instructs the user, "if resistance is encountered, withdraw catheter relative to spring-wire guide about 2-3cm and attempt to remove spring-wire guide. If resistance is again encountered remove spring-wire guide and catheter simultaneously. Warning: although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire." The reported complaint of swg/dilator resistance was confirmed by complaint investigation. The returned swg was unable to pass through the returned dilator. Visual examination revealed indentations on the dilator body, thus restricting the swg from passing. The swg and dilator passed all dimensional specifications. A DHR review was performed with no relevant findings. Based on the sample received, it was determined that manufacturing caused or contributed to this event. A non-conformance request has been initiated to further investigate this issue.

Event description:
It was reported that "the guidwire was in place and then the dilator did not go over the wire. They put the cvc over the wire and placed the cvc and that went well. Then they removed the guidwire from the cvc. Afte this procedure they have tried to push the dilator over the wire again. (Out of sight of the patient)".